Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that there was a small type 1 endoleak present at the end of the case. The only balloons available were non compliant balloons and they were not large enough for dilating the aortic neck at the location of the endoleak; therefore, 2 balloons a 16mm and a 20 mm balloon were inserted and placed side by side and inflated. Subsequently the aorta was ruptured above the stent graft from the level of the right renal artery all the way to the superior mesenteric artery and an angiogram showed active bleeding on the left side. The patient was converted to surgical open repair and was sent to the recovery room in a compromised condition. It was reported the patient expired 2 days later.